Event description:
It was reported that the patient was experiencing discoloration in the lower extremity, stimulation in the abdomen and rashes in the legs whenever stimulation was turned on. The patient underwent a revision procedure where the leads were relocated and remained implanted. The patient was doing well postoperatively. Additional information was received that the lead was also revised due to lead migration.

Event description:
It was reported that the patient was experiencing discoloration in the lower extremity, stimulation in the abdomen and rashes in the legs whenever stimulation was turned on. The patient underwent a revision procedure where the leads were relocated and remained implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7138653.